Event description:
A pt was admitted for surgery for hardware pain in the left knee. Two titanium screws were removed. The screws had been placed five months earlier at another facility.

Manufacturer narrative:
H3,h6: subject has been received and is currently in the evaluation process. No conclusion can be drawn at this time.